Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4. (Expiration date: 08/2024). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly adhered to the inner catheter between one to two minutes during sheath retraction and after completing the sheath retraction. It was further reported that in order for the stent to be completely released, the handle was allegedly rotated until liberation was complete. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly adhered to the inner catheter between one to two minutes during sheath retraction and after completing the sheath retraction. It was further reported that in order for the stent to be completely released, the handle was allegedly rotated until liberation was complete. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not available for evaluation. One provided x-ray movie demonstrates the last 1/3 of the stent deployment in the iliac vessel; the stent sheath is completely retracted but the stent adheres to the inner catheter in the area of the stent cushion so that the stent is expanded distal and proximal of that section. Therefore, based on the investigation of the provided information, the investigation is closed as confirmed for stent expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, injury, stent fracture, and misplacement. H10: d4 (expiration date: 08/2024), g3 h11: e1, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.